Event description:
One patient was treated for l4-5 grade I spondylolisthesis with xlif, lateral plate, and interspinous plate. Follow-up CT showed significant ectopic bone within the iliopsoas muscle contralateral to the approach side. There were no symptoms associated with the bone growth and no revision was performed.

Manufacturer narrative:
Literature article citation: smith et al. Complications with rhbmp-2 in lateral approach spine surgery. Proceedings of the nass 27th annual meeting / the spine journal (12 (2012) 91s-92s). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.